Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen will occasionally just turn to a "black box" as well as seeing reservoir empty message when it is not empty. Customer states that when they try and give a bolus it will stop and they have to go into history to find out how much was delivered. It was also confirmed that the customer gets no alarms. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump display properly and no full missing segment/display black box anomaly noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. Unit empty reservoir alarm function properly and no anomaly noted. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.